Event description:
It was reported by a facility medwatch that during a coronary drug eluting stenting treatment procedure, slow deflation and difficulty removing the balloon occurred. Additional information received from the facility indicated that the physician had predilated the 90% stenosed lad lesion with a 2.0x20 maverick balloon. The balloon was inflated to 12 atm's for 10 seconds and 14 atm's for 16 seconds. The physician then attempted to cross the lesion with an unknown size balloon and was unsuccessful. A taxus express2 2.5x16mm drug eluting stent was inserted and positioned in the lad. The stent balloon was inflated to 16 atm's for 22 seconds. No complications occurred with this device. The physician then inserted a taxus express2 2.75x32mm drug eluting stent distal in the lad. The stent balloon was successfully inflated to 14 atm's for 18 seconds on the initial attempt. When the physician went to deflate the balloon, difficulties occurred. The balloon eventually deflated and the physician was able to remove the balloon using the usual maneuvers. It is estimated the balloon was inflated an additional 90 seconds beyond the intended inflation time. The patient was symptomatic during the deflation difficulties. The balloon was reported to be fully deflated once it was removed from the patient. During extraction of the stent delivery system, a dissection occurred. The dissection was treated with a taxus express2 2.75x8mm drug eluting stent. There were no patient complications reported. Patient cardiac enzymes remained within normal limits. The patient was discharged the following day.